Event description:
Developed a pseudomonas infection on the chin after portrait psr treatment although she was on keflex. Pt was given cipro and the infection resolved.

Manufacturer narrative:
The portrait psr does not contact the pt during use. Labeling states that following the procedure, the treated site may be subject to an opportunistic infection. Normal precautions such as the use of prophylactic antibiotics, dressings and antibiotic ointments/creams, may be used at the discretion of the physician.